Manufacturer narrative:
Additional information: additional information and initial reporter provided. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the motion battery reading was 96 volts. The site would run cases all day with two different imaging system and the machines would go from one room to another with little turn around. The site did not give the system adequate time to charge. A manufacturer representative advised the site to stop using the system and let it charge for four hours. The system worked properly after charging. The issue presented itself when the site was driving the system, not during a case.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that the system was powered on and plugged in. Battery and charger voltages were within limits. Representative logged into remote desktop and mentioned that the battery voltage was 96v. Representative shutdown the system and made sure the system was plugged in. Remote desktop battery voltage was 107v after 4 hours. Multiple 3d spins were performed and the voltage was about 104 to 105. Representative recommended site to keep the system plugged in and to turn the system off at the end of the day. Representative stated that the system was still powered on and plugged in after use. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, a critical battery error message was displayed on the imaging system. There was no patient present at the time of the issue.